Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a boston scientific field representative was checking this patient with a cardiac resynchronization therapy defibrillator (crt-d) device at the hospital. The representative noted that the patient received one round of anti-tachycardia pacing (atp) quick convert therapy and a device shock as their heart rate was faster than 250 beats per minute but there was also some undersensing observed. The representative stated that the patient was on a treadmill, sustained an injury and is on a ventilator. The representative contacted boston scientific technical services (ts) to understand where in the episode does the device make the decision to give quick convert therapy, specifically asking if it is the last beat of duration. Ts discussed the device decision whether or not to provide quick convert is based on the last four beats of duration. Attempts to gather additional information were unsuccessful. The crt-d device remains in-service. No additional adverse patient effects were reported.